Manufacturer narrative:
Final device analysis reveals no anomaly found. Normal device function.

Event description:
Health care provider reported the device was returned to the manufacturer for analysis after an implant duration of 1 month due to infection. Shortly after implant, the patient experienced symptoms of "fever, erythematus wound, and an elevated wbc". The patient was treated with antibiotics, and the pump was subsequently removed. The hcp reported the patient continued to have severe dystonia after the pump explant, and recommended pump reimplantation to the family, however, it was reported, "the family is not willing to proceed at this time".